Event description:
Allegedly on a periodic diagnosis, the surgeon found osteolysis on x-ray. He has suspected armd because synovial fluid was straw color. He hasn't had a report of osteolysis by mom, but he guesses the straw color of synovial fluid is armd by mom.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-212-00556, 00557. This event occurred in the (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was visually examined, dimensionally inspected, and photographic images were made. Evidence that product in specification when used.